Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
In speaking with olympus technical assistance support (tac) via phone, the customer¿s biomedical engineer (biomed) reported that during preparation for use in a diagnostic procedure, the visera elite ii video system center did not display an image. The biomed noted that no video was available on either serial digital interface (sdi) output, even with the scope unattached. This unit was reported to have returned from olympus repairs with an internal issue. Tac contacted the customer regarding the case, and biomed reported that the device had been repaired and returned. The customer was referring to a previous return. On february 15, the device was returned for repair, and on february 23, it was returned to the customer. The device was not returned in this case. The biomed confirmed the sdi cable was tried before returning and that the issue was not with the monitor as both inputs on the monitor were tried. Subsequently, the customer care representative reported that the case was canceled at the customer's request. There were no reports of patient harm associated with this event.